Manufacturer narrative:
H3.

Event description:
The manufacturer sales representative reported that the device overheated during training at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during training at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.